Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line), with a cascading system error 2367 alarm. This occurred on the homechoice (hc) while connected to the hc device with a 4-prong automated pd set with cassette during dwell 3 of 4. The hp had a clamp open on an unused line and the line was not capped. During troubleshooting, the technical service representative (tsr) assisted the patient to clear the alarm and end therapy. The tsr reviewed proper procedures with the hp as per user manual. The patient completed therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. By leaving a clamp open on an unused supply line, it may cause a system error 2240 and contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It warns the user to make sure all clamps on unused fluid lines are closed securely. It also instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.